Event description:
Catheter broke.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reui0556 showed four other similar product complaint(s) from this lot number. (360440, 360444, 360456, 360459).